Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for battery replacement. Battery 2: manufacturing date 22-08-2022, cycles 33, error 2%, soh 7.4%. It's reported that this occurrence was not noticed during patient ventilation. However, the device logs proof different. The alarm was visually observable. "Battery 2 replacement required". The device log files were provided to hamilton except of the teslaspy logs. The device log files do show that this alarm first appeared during ventilation. This alarm was reproducible. There is patient involvement reported. It's not reported as such but the device logs proof that this battery alarm first appeared during ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Initial report: the initial report was originally submitted on date 21-jan-2024. For some unknown reason hamilton medical ag never received an acknowledgement notice. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for battery replacement. Battery 2: manufacturing date 22-08-2022, cycles 33, error 2%, soh 7.4%. It's reported that this occurrence was not noticed during patient ventilation. However, the device logs proof different. The alarm was visually observable. "Battery 2 replacement required". The device log files were provided to hamilton except of the teslaspy logs. The device log files do show that this alarm first appeared during ventilation. This alarm was reproducible. There is patient involvement reported. It's not reported as such but the device logs proof that this this battery alarm first appeared during ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.